Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The patient alleges the device is cutting off before breath completed and an alarm stated, " circuit service required". There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The patient alleges the device is cutting off before breath completed and an alarm stated, " circuit service required". There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: despite a good faith effort attempt, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. Box h coding update.